Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak was confirmed. The product returned for evaluation was one 4 fr powerpicc sv dl. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the interface between the catheter and molded winged hub. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported PICC broken while in patient. There is a hole on catheter above wings at insertion site. PICC rn was changing PICC dressing when bleeding was noted during dressing change. PICC rn noticed hole in catheter at this point and patient was scheduled for PICC exchange. Patient to undergo secondary procedure for PICC exchange.

Event description:
It was reported PICC broken while in patient. There is a hole on catheter above wings at insertion site. PICC rn was changing PICC dressing when bleeding was noted during dressing change. PICC rn noticed hole in catheter at this point and patient was scheduled for PICC exchange. Patient to undergo secondary procedure for PICC exchange

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.